Manufacturer narrative:
Product complaint number: pc- (B)(4). Component code: (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the carton box damaged? Or are the individual suture needle packages damaged? Any hole, tear or puncture that compromises sterility of the packaging? Did this event report in any way prevent user from identification of proper use of device/product ? Lot number? Do you have a photo for visual analysis? Product return status / status? Please confirm how many devices experienced the quality issue of compromised package integrity. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. It was reported there was a package breakage. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/6/2022. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information requested, but unavailable: 1. Is the carton box damaged? Or >> unknown. 2. Are the individual suture needle packages damaged? >> unknown. 3. Any hole, tear or puncture that compromises sterility of the packaging? >> unknown. 4. Did this event report in any way prevent user from identification of proper use of device/product ? >> unknown, 5. Lot number? >> unknown. 6. Do you have a photo for visual analysis? >> no h3 investigational summary: visual analysis of the returned sample determined that one sealed box of product code w8977 was received for evaluation. The film was intact; however, the box was observed with some crushed on a side of the box. The packets were intact and no damage could be noted in the folders. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.